Event description:
Device issue: loose stent. Time of device issue: during procedure. Adverse event: none. It was reported that the lesion was diffuse. After pre-dilatation, the promus stent delivery system was advanced and it did not cross the lesion with several attempts. It was noted that the stent implant had moved. The procedure was completed without stent implantation. There were no pt effects reported. Though requested, no additional info was provided. You are receiving this MDR from abbott vascular because, boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received.